Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/22/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged audio bolus button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The audio bolus button was fully responsive to user input. An audio bolus was programmed and delivered without any issues. Unrelated to the complaint, the bolus button cover was found to be torn. The bolus button cover was removed and evidence of moisture intrusion was found under the cover and inside the bolus button contact. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.